Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device would not cut the target polyp. It was not reported if the procedure was completed and it was also not reported what was used to complete the procedure. Patient's condition at the conclusion of the procedure is unknown. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: problem code 2587 captures the reportable event of snare loop failure to cut. Block h10: product investigation: one cold snare was received for analysis. Visual evaluation of the complaint device revealed that no issues were noted. During functional evaluation, the device was tested in the 10inch loop fixture and it was able to extend and retract without issues. Additionally, the device passed the dimensional test. A risk review of the cold snare was completed using the snare family global design workbook and confirmed that the event of " difficulty capturing polyp/tissue" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Taking into consideration the evaluation conducted and the details of the complaint, this product investigation is assigned the most probable cause classification of no problem detected. This code was selected as the most probable complaint cause based on the information available. The product record review confirmed that this is not a new failure type and the risk is anticipated. There was no evidence of a manufacturing issue, design or user issue which could have caused the complaint. Device analysis found no issues with the device during visual and functional tests. Based on the event description and analysis of the returned device, the alleged complaint of loop failure to cut could not be confirmed since the device cannot be functionally evaluated with respect to the anatomical/procedural factors encountered during the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A labelling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. There were no issues found with the translation, wording, or graphics in the dfu.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device would not cut the target polyp. It was not reported if the procedure was completed and it was also not reported what was used to complete the procedure. Patient's condition at the conclusion of the procedure is unknown. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.